Manufacturer narrative:
Results, conclusion: no device received for evaluation, intracatheter stickiness with gw, patient lesion morphology- total occlusion btk lesion. (B)(4)

Event description:
Physician attempted to treat a totally occluded lesion in the btk using an amphiprion deep pta balloon catheter. After second inflation, it was reported that the balloon broke loose, but was still on the wire. It was snared to retrieve it. Physician was using a command wire and have noticed lately that the coating on the command creates intracatheter ¿stickiness¿ and have had a hard time coming off with a balloon a couple of weeks ago. This could have been the cause of additional force put on the device. An expired amphiprion deep was then used to test the strength of the balloon/cath transition. It was reported that it did not take much for the balloon to snap at the transition. No other clinical sequelae were reported for this event.